Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.75 x 20mm stent delivery system was returned for analysis in broken into 2 sections. An examination of the crimped stent identified proximal stent damage, with proximal stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube break 235mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. An examination of the shaft polymer extrusion found no issues. An examination of the tip identified no tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.75 x 20 synergy drug-eluting stent was selected for use. However, upon pushing the device through the guide, the shaft broke 20 centimeters from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.75 x 20 synergy drug-eluting stent was selected for use. However, upon pushing the device through the guide, the shaft broke 20 centimetres from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.